Event description:
It is reported that a unit of an orthopedic fusion plate implanted within the foot was broken four months post operatively. The plate and associated screws were removed in a revision surgery. The plate was not replaced. The device is currently expected to be recovered for engineering examination. (B)(4).